Event description:
The surgeon inserted a micl12.1 implantable collamer lens on (B) (6) 2009 and the patient reported taking eye drops for at least 3 consecutive months due to high pressure in the eye. The surgeon confirmed the patient had iopr for two weeks due to pigment occluding. No impact to the patient's vision.

Manufacturer narrative:
(B) (4). Method - work order search. Results - a work order search was performed and there were no similar complaints found. (B) (4).